Event description:
It was reported that prior to starting a da vinci surgical procedure, the wire on the prograsp forceps instrument was loose. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument. The planned surgical procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's pitch cables are loose at the distal end; however, the cables are not damaged. Removal of the instrument's blue housing found that the pitch cable is derailed from the clamping pulley. Failure analysis investigation found that the distal end of main tube has various scratch marks with light material removal. The scratches are 0.166 - 0.111 in length and are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.